Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure for an aneurysm of the external iliac artery that was treated with gore® excluder® iliac branch endoprosthesis (ceb device). On (B)(6), 2022, the physician reported that aneurysm expansion was noticed but no endoleak is present because no contrast agent is seen within the aneurysm sac. The physician said that he believes that the initial short landing zone in the index procedure on (B)(6), 2015, was suitable and on IFU although it was at a 90 degree bend. Whilst it looks like they have a good seal, due to angulation they never managed to use all the landing zone. He assumes that the short landing zone is a risk for the aneurysm enlargement but may not be the cause. The physician concluded that either way the decision to exclude the aneurysm by distal embolization and implant an additional stent graft from the aorta to right external iliac artery has been planned. The physician stated that time will tell if this prevents further aneurysm enlargement.

Manufacturer narrative:
Patient details were requested, but were not disclosed to gore by the hospital for privacy reasons. Therefore the gore reference number was used as the patient ID. A review of the manufacturing records indicated the lot met pre-release specifications. Images were provided for investigation. The evaluation is ongoing. The device remains implanted in the patient.

Manufacturer narrative:
H6-code 4112 and 213: radiographic images were requested from the hospital. The images were released and shared with gore for evaluation. The imaging evaluation summary states the following: imaging series dated (B)(6) 2015: - 1:09 pm there appears to be contrast outside the graft which seems consistent with a type 2 endoleak. - 1:21 pm contrast visualized outside the graft but based on previous angiograms there is no additional information to indicate anything other than a type 2 endoleak exists. Imaging series dated (B)(6) 2022: - 2:31 pm there appears to be contrast within the delayed series which seems to indicate a type 2 endoleak near the iliac branch component. - 2:45 pm the iliac branch component¿ distal seal zone length appears to be = 17mm.

Manufacturer narrative:
H6-code 4315: conclusion: a review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted in the patient. Therefore a device evaluation could not be performed. Radiographic images were requested from the hospital. The images were released and shared with gore for evaluation. Imaging series dated (B)(6)2022 showed that there appears to be contrast outside the implanted devices near the iliac branch component. The iliac branch component¿ distal seal zone length appears to be = 17mm. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. H6-code 22: in the instructions for use the following is stated: patient selection and treatment for ibc, external iliac artery lengths of at least 30 mm of which at least 10 mm must be non-aneurysmal seal zone of 6.5 - 13.5 mm in diameter, or = 25 mm in diameter if extending with iliac extender endoprosthesis potential device or procedure related adverse events adverse events that may occur and / or require intervention or additional procedure time include, but are not limited to: endoleak. Warnings and precautions: intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. Section g: updated manufacturing site.

Event description:
On (B)(6), 2015, the patient underwent an endovascular procedure for an aneurysm of the external iliac artery that was treated with gore® excluder® iliac branch endoprosthesis (ceb device). On (B)(6), 2022, the physician reported that aneurysm expansion was noticed but no endoleak is present because no contrast agent is seen within the aneurysm sac. The physician said that he believes that the initial short landing zone in the index procedure on (B)(6), 2015, was suitable and on IFU although it was at a 90 degree bend. Whilst it looks like they have a good seal, due to angulation they never managed to use all the landing zone. He assumes that the short landing zone is a risk for the aneurysm enlargement but may not be the cause. The physician concluded that either way the decision to exclude the aneurysm by distal embolization and implant an additional stent graft from the aorta to right external iliac artery has been planned. The physician stated that time will tell if this prevents further aneurysm enlargement. Reportedly, on (B)(6), 2022, further aneurysm expansion was stopped by extending the implanted endoprosthesis with an additional stent graft.